Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 67 mg/dl at the time of the incident and 127 mg/dl at the time of the call. The customer used food to treat the low. The customer stated the pump delivered 15 units of insulin twice within an hour. The customer stated their pump drive support cap is sticking out. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.